Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump has possible prime/fill anomaly. The customer¿s blood glucose value was 119 mg/dl at the time of call. The customer called and stated she is continuing to fill her reservoirs and the insulin pump is registering an amount that cannot register with the calculations. The customer stated the insulin pump did not alert to change the infusion set. The customer is going to call back once it is time for the set change to make sure the insulin pump registers the correct number of units left in the reservoir after filling the tubing and cannula. The product is not returning for analysis.